Manufacturer narrative:
Product complaint # (B)(4). Concomitant medical products, device manufacture date, evaluation codes: additional information. Device evaluated by MFR: correction. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection of the returned device found the center thread forms were torn. The threads of the device appear stripped/worn. The most proximal threads of the device have completely broken off. There is light discoloration along the threads/core of the device. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Although no definitive root-cause can be determined, it is possible that the device experienced unintended forces due to over-torque / off-axis tightening. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female patient, born (B)(6), was treated today ((B)(6) 2019) with the expedium verse advanced set (orthokit) at l3-l4. When the correction cap was inserted, it was tilted in the long head of the expedium verse advanced screw so much that the long thread of two screws was defective and a total of 6 correction caps were defective. At the final tightening with torque of the inner adjusting screw in one situation the inner adjusting screw was so defective that it broke. Surgical delay about 1 hour, procedure was completed with modular end caps after they changed two screws. This complaint involves eight (8) devices.